Event description:
The device was being used for pt monitoring. The device reportedly switched itself off then on and displayed a service indicator. Further use of the device was inhibited. There were no adverse affects to the pt reported as a result of device use.

Manufacturer narrative:
Medtronic continues to investigate the reported event.